Event description:
It was reported that cs300 intra-arotic balloon pump (iabp) device had broken male luer connector. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) observed the issue was due to user error/damage. Fse replaced pneu cmpnt m luer to rectify the issue. Notified customer of correct process per manufacturer requirements.